Manufacturer narrative:
Date sent to FDA: 06/24/2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2015 and mesh was implanted. On (B)(6) 2016 she had another surgery to repair a recurrent hernia, and continues to have abdominal pain. No additional information was provided.